Manufacturer narrative:
An evaluation by physio-control determined that the battery installed into the device at the time of the reported event was charge depleted as a result of an end of life condition. The facility was provided with a replacement battery by physio-control. The facility was also provided with a new device main "pcb" assembly, which was replaced for preventive maintenance. At completion of evaluation, the device was retested and returned to the facility for use.

Event description:
The facility used the device to treat a pt. This was the only event ever logged into device memory. The event was successfully downloaded. Reportedly, during the next equipment check following this use, the device would not power on when using the lithium battery.